Manufacturer narrative:
The ge service rep removed the foreign object and verified operation of the fan. The unit functions as intended.

Event description:
The customer reported the poor image quality on monitor. They were getting unwanted lines in the image. No injury to pt resulted from issue.